Event description:
Shortness of breath and labored breathing; lack of energy finally led to testing of lungs, stress test, heart cath & t echo. T echo showed that the aortic valve that was replaced in 2003 looked abnormal. -mitral valve was also replaced in 2003 and was in good shape-. When surgeon did open heart surgery, it was discovered that 2 of the 3 flaps on the aortic valve had "turned to mush." The surgeon said, "he had not seen or had this happen before and that he was sending the defective valve to the supplier."